Event description:
It was reported that a physician, unspecified if trained in the use of the starclose se device, attempted arteriotomy closure of the common femoral artery after an interventional procedure. Reportedly, after the plunger was depressed, it did not engage. The device was removed and manual compression was used to achieve hemostasis. There was no adverse patient effect. No additional information was provided.

Manufacturer narrative:
(B)(4). The customer reported the device was discarded. The lot number was not provided; therefore, a device history record review could not be performed.